Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while aspirating the sheath with the balloon inserted during a cardiac ablation procedure using the 12fcc13 flexcath contour, small amounts of air were repeatedly aspirated through the flush tube. The sheath was replaced and the case was able to be completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 12fcc13 flexcath contour sheath with lot 0012794762 was returned and analyzed. Visual inspection before f unctional testing and dissection was performed on the shaft and handle. No anomaly was identified during the external visual inspection. All the shaft and handle were intact with no apparent issue. The steering mechanism and deflection test was performed. No anomaly was discovered. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 psig showed the pressure decay in the device was 0.51006 psig and failed the test (should be between -0.3 and 0.3 psig). Blockage test with 45 psig showed the pressure decay in the device was 0.05259 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.02048 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The performance test failed. Upon inspection during pressure and blockage testing of the hemostasis valve, the hemostasis valve disk was suspected to be torn. In conclusion, the reported "air ingress" was not observed with the returned sheath. The sheath failed the returned product inspection due to a leak at the hemostasis valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.